Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with unknown blood glucose level. The customer was treated with insulin drip in the hospital. Customer experienced symptom of high blood glucose level such as throwing up. The customer did not want troubleshooting. It was unknown that if the insulin pump was in auto mode at the time of the incident. Cannula was bent of infusion set. The insulin pump will not be returned for analysis.